Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 238 mg/dl at the time of incident. Customer stated that the insulin pump had failed battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm and unexpected battery power loss anomaly due to buttons not responding.